Event description:
Pt was implanted with the esteem system (B)(6) 2008 as part of the (B)(4) clinical trial. On (B)(6) 2012 pt received a battery change an sp:2001/(B)(4) was implanted. On (B)(6) 2014 envoy was contacted and notified of scheduled revision. Pt indicated that feedback had been ongoing for a few months. On (B)(6) 2014 pt received a local anesthesia surgery which replaced the sound processor (sp). On (B)(6) 2014 the explanted sp was received by envoy. No pt injury other than revision surgery resulted.